Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device has power interrupt error and resets itself. There was no reported adverse patient impact.

Manufacturer narrative:
The philips repair bench ordered a replacement processor pca, however, there is a global parts hold. Once the part is received, the device will be returned to the customer. .